Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the saphenous vein graft (svg) with no calcification or tortuousity, but there was a previously deployed unknown stent. The physician inserted a 6 french multipurpose a1 runway guide catheter and a 2.25x35mm filter into the svg to right coronary artery (rca). The filter was successfully deployed. The lesion was predilated with a 2.5x12mm apex balloon at 10 atms for 10 seconds. The physician attempted deploying a 3.5x16mm ion stent to the previously placed stented lesion but the device was unable to advance. During removal of the device, a strut became stuck on the previously deployed stent compromising the integrity of the stent and was removed. The physician used a 2.5x12mm apex balloon for 16 seconds and a 3.0x12mm apex balloon inflated at 15 atms for 25 seconds. A 3.5x16mm ion stent was successfully deployed at 16 atms for 40 seconds and a 3.5x12mm ion stent deployed proximal at 16 atms for 30 seconds. The physician implanted another 3.5x16mm taxus stent more proximal at 18 atms at 35 seconds. The patient was successfully discharged without any complications. No patient complications were reported and the patient¿s status is ok.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the saphenous vein graft (svg) with no calcification or tortuousity, but there was a previously deployed unknown stent. The physician inserted a 6 french multipurpose a1 runway guide catheter and a 2.25x35mm filter into the svg to right coronary artery (rca). The filter was successfully deployed. The lesion was predilated with a 2.5x12mm apex balloon at 10 atms for 10 seconds. The physician attempted deploying a 3.5x16mm ion stent to the previously placed stented lesion but the device was unable to advance. During removal of the device, a strut became stuck on the previously deployed stent compromising the integrity of the stent and was removed. The physician used a 2.5x12mm apex balloon for 16 seconds and a 3.0x12mm apex balloon inflated at 15 atms for 25 seconds. A 3.5x16mm ion stent was successfully deployed at 16 atms for 40 seconds and a 3.5x12mm ion stent deployed proximal at 16 atms for 30 seconds. The physician implanted another 3.5x16mm taxus stent more proximal at 18 atms at 35 seconds. The patient was successfully discharged without any complications. No patient complications were reported and the patient¿s status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion mr stent delivery system (sds). There was blood and contrast in the wire lumen. The balloon was tightly folded with no positive pressure applied. The stent had multiple struts that were stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported difficulty crossing placed stent. The returned device was consistent with the reported stent damaged but there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported stent damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).